Manufacturer narrative:
The instrument was not returned for evaluation. The info provided indicates that, the surgeon inadvertently stepped on the cautery foot pedal while the instrument was lying dormant on the pt's abdomen. Based on this info, it has been determined that the pt cautery burn was caused by user error.

Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon placed the maryland bipolar shears on the pt's abdomen. He inadvertently stepped on the foot pedal, causing a 2 mm superficial burn to the pt's abdomen. A contributing factor was that the gyn laparoscopic pack was not available; this pack contains an instrument pouch which would have held the shears. The or was also out of the alternative instrument pouch.